Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions....it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." And "wear and/or deformation of articulating surfaces." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-07779 & 07780).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2003. During post-operative monitoring and testing, adverse reaction to metal debris, femoral osteolysis, low synovial signal, polyethylene wear and complex fluid were noted. The fluid measured 56.2 x 57.2 x 55.1 x 4.6 and was located in the anterior medial, anterior lateral and posterior lateral areas of the hip.